Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: review of the black box showed evidence of call service alarms. An ezprime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed for further investigation. There was no evidence of internal moisture and no damage to the transceiver flex or printed circuit board was found. The complaint was confirmed in the pump history but not duplicated during testing. The returned battery and cartridge caps were used to complete testing with no issues being observed.